Manufacturer narrative:
Device was used for treatment, not diagnosis. Bjorkenheim, j.m., et al., (2004). Internal fixation of proximal humeral fractures with a locking compression plate. Acta orthop scand; 75(6): 741-745. This report is for unknown locking compression plate, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, bjorkenheim, j.m., et al., (2004). Internal fixation of proximal humeral fractures with a locking compression plate. Acta orthop scand; 75(6): 741-745. A retrospective study was conducted with 72 patients (44 women) with an acute fracture of the proximal humerus and were treated with the locking compression plate (philos) at a hospital between february 2002 and january 2003. The mean age of the patients was 67 (27-89) years. Nineteen patients healed in a slight varus position, two fractures failed to unite and were revised and three cases of avascular necrosis of the humeral head. This is report 1 of 3 for (B)(4). This report is for unknown locking compression plates and refers to the 19 patients that healed in a slight varus position, two fractures that failed to unite and were revised and three cases of avascular necrosis of the humeral head.